Manufacturer narrative:
(B)(4)

Event description:
It was reported that during attempted implant procedure, the left ventricular stylet would not advance completely into the lead. The lead was not used and replaced without further complications.